Event description:
Ivc filter placed in 2004 for dvt. At some point, later the anchor limbs dislodged from filter and at least one penetrated into 2nd portion of the duodenum with resultant abdominal pain and one episode of ugi bleeding. Abd pain secondary to dislodgement and migration of limbs of caval filter. One limb penetrated 2nd portion of duodenum. Pt experienced severe abdominal pain for months and one episode of gastrointestinal bleeding. Dates of use: device placed in 2004. Diagnosis or reason for use: dvt.